Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection noted; the obturator, valve seal and doors appeared intact. The insufflation bulb was received. A hole was observed in the balloon. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Based on the evidence available the reported condition was confirmed. The file will be closed as sharp contact. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic totally extraperitoneal (tep) hernia repair procedure. The balloon could not be inflated. The balloon leaked gas or air. There was no rapid loss of abdominal pressure due to the device issue. In order to resolve the issue and complete the case, they replaced it with another device. There was no patient harm. The patient outcome is alive, no injury.